Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received repeated no delivery alarms during the manual prime process without the reservoir. No further details were given. Blood glucose level at the time of the incident was 5.9 mmol/l. No harm requiring medical intervention was reported. The pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm anomaly noted. Device received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and cracked case from display window corner. The test infusion set and reservoir does lock into place. (B)(4).